Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review, part number: 314.467, synthes lot number: 7154811, supplier lot number: na, release to warehouse date: 14-mar-2013, manufactured by: (B)(4), supplier: na. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this products, and any subcomponents, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a stardrive screwdriver shaft t8105mm was twisted at the tip which was noticed by a field logistics coordinator while doing the inventory of a set at a metro office. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional device product code: kwq. Product development investigation was completed. Visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. Stardrive screwdriver shaft t8 (p/n 314.467, lot# 7154811) was returned with the complaint. The device tip was observed to be twisted. No broken and/or missing fragments. The overall balance of the device looks in a good condition with some signs of wear which does not impact functionality. The overall complaint is confirmed. Screwdriver shaft drawing and document were reviewed. The shaft diameter measured at 3.19 mm (spec: 3.2 mm +/-0.1 per 314_467 rev. L). Device tip major diameter could not be accurately measured due to deformation. But the three readings taken measured very close to the specification and within range 2.40-2.41 mm (spec: 2.402 mm +/-0.005). The discrepancy between the feature measurements and the spec is due to the observed post-manufacturing damage. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. It is possible that either torque was applied on the screwdriver when it was not fully engaged/seated or excessive torque was applied on the returned device. The exact root cause could not be determined in the lieu of incident details. This is a post-manufacturing issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.